Event description:
It was reported by service report that the exit spring and release pedals are broken and the unit will not raise or lower. No patient involvement or adverse consequences are reported.